Manufacturer narrative:
A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged and resting on the lumen 6mm distal to the proximal markerband. The stent was damaged along it entire length. There were also kinks identified along the entire length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the lumen, therefore indicating the device had been prepped for use. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, stent dislodgement occurred. During the index procedure, while positioning the 2.25x8mm promus element stent to the heart, the stent came off the balloon prior to being deployed. The physician retrieved the stent and successfully completed the procedure with a non-bsc device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty procedure, stent dislodgement occurred. During the index procedure, while positioning the 2.25x8mm promus element stent to the heart, the stent came off the balloon prior to being deployed. The physician retrieved the stent and successfully completed the procedure with a non-bsc device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.